Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotablator plus unit was returned to site disconnected and a guidewire was inserted in the plus unit. The guidewire spring tip was attached to the annulus burr. The guidewire was removed from the device without any issue. Device analysis was noted that the advancer handshake connection was bent. The proximal coil 16cm from the strain relief was also noted to be broken. The device was wet tested and the sheath leaked 16cm from the strain relief, where the coil had been broken and damaged. The burr was microscopically examined and was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Sam case as:2134265-2015-00537. It was reported that burr became entrapped with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During procedure, the rotation speed dramatically decelerated from 170,000rpm to 96,000rpm. The burr eventually stopped spinning and was observed to be entrapped with the wire. The system was removed along with the wire from the target lesion. The procedure was completed with a separate guidewire and stent was then placed. No complications reported and the patient's status was fine.

Event description:
Sam case as:2134265-2015-00537. It was reported that burr became entrapped with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During procedure, the rotation speed dramatically decelerated from 170,000rpm to 96,000rpm. The burr eventually stopped spinning and was observed to be entrapped with the wire. The system was removed along with the wire from the target lesion. The procedure was completed with a separate guidewire and stent was then placed. No complications reported and the patient's status was fine.